Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing left arm swelling and pain when in certain positions. The physician suspected venous stasis due to occlusion of the subclavian vein. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were removed and the patient is to receive a subcutaneous device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.